Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp at t9. During the procedure, the trocar was placed in t9 and bent upon entering the vertebral body due to "extremely hard bone." No other bkp instruments were able to advance through the trocar so the physician decided to push the trocar deeper into the vertebral body to make a path past the hard bone. The trocar became lodged and broke off inside the patient. A fragment of the instrument was left in a pedicle of the patient. The procedure was completed successfully despite the incident and the patient is reported to be "doing extremely well." No patient complications were reported.